Manufacturer narrative:
Follow-up #1 03/23/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/22/2012 with the following findings: the contrast button was found to be intermittently responding to presses. The contrast button has no effect on insulin delivery function making the issue unlikely to cause an adverse event. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.